Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 25 mg/dl. It was also reported that the customer suffered from contusions to their arms and knees due to fainting and falling. Cause of low bg level was unknown. Bg was treated with saline and dextrose. Reportedly, customer left the ER 7 hours later with the issue resolved and no permanent damage. Tandem technical support performed a pump system check and verified the pump functioned as intended. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.